Manufacturer narrative:
B2. Device explant scheduled on (B)(6) 2024. H3. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal fusion for lumbar degenerative spondylolisthesis. Level at which the implant was performed: l4/5 it was reported that when comparing the x-rays immediately after surgery and recently, the cage deflated and back-out occurred. The patient originally had lower back pain and numbness in the feet, and the symptoms improved immediately after the surgery, but the lower back pain gradually started to appear. The cage explant is planned on 31st may. The physician believes that the contraction of the cage may cause backout and instability between the fixed vertebrae, possibly causing lower back pain. The patient did not undergo bone fusion because the movement was caused by x-ray functional imaging. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information updated in sections b5, d4 and h6. D4: the lot# of the reported product is one of the two lot numbers - 0931912w, 0959360w. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cage was explanted and the autologous bone was transplanted.